Manufacturer narrative:
(B)(4). Medical devices: guide catheter: guideliner, stent: 3.5x32, 4x20,4x20, and 4x15mm promus stents; 4x20mm synergy stent; 4.0x16, graftmaster stents: 4.5x16, 4.0x19, vessel closure: perclose. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster device is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the 90% stenosed proximal right coronary artery (rca) with heavy stenosis in the mid portion of the rca. After atherectomy, a large perforation was observed. Six non-abbott stents were implanted. With the aid of a guideliner, four (4.0x16mm, 4.5x16mm, 4.0x19mm, 4.0x26mm) rx graftmaster covered stents were implanted. As mild extravasation was still noted, a 4.5x19mm rx graftmaster was deployed. The patient experienced hemodynamic instability with the perforation and pericardiocentesis was performed. Repeat angiogram after 15 minutes revealed no further extravasation and continued stability. Thus, the procedure was concluded. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported device operates differently (failure to seal) cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypotension is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.